Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet displayed repeated alert 64 haptic system errors over two days, requiring multiple restarts and leading to a determination that a replacement device was needed; the device¿s water resistance was considered compromised, and backup therapy was advised. Symptoms included no changes to blood glucose. Outcomes included continued cgm data reception, advice to sync therapy data to the mobile app, and instructions on shutdown and return. Investigation included customer support troubleshooting and education, verification of shipping details, and coordination for device return. Investigation of this case revealed a suspected haptic subsystem malfunction consistent with a device restart/malfunction alarm pattern; the ilet was deemed not reliably functional and was replaced. It was concluded that the cause was a device component failure of the haptic system leading to malfunction.